Event description:
Additional information was received from a company representative (rep) indicated another patient's pump had a motor stall with a low battery and they were unable to silence the audible alarms. It was noted the rep was hearing this information from other reps and further information was not provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding patients receiving medication via implanted pumps. On 18-aug-2016 it was reported that other patients had motor stalls or battery issues. Follow-up was conducted to clarify the reported events.